Event description:
The patient had a migraine headache and was having back pain. Her stimulator was bothering her so she turned the stimulation down some and then turned it off. When she turned it back on in the afternoon, her whole body shook and she couldn't move; she stated she looked like she was having a seizure. She was able to get it turned off after someone grabbed the remote from her hand. They lowered the stimulation some more and tried to turn it on again. The same thing happened. The patient left it off for the evening and lowered it down to 3-4 volts and was then able to turn it on with no problems. The next day, the patient was sore. The stimulator was set at 3.5 volts and she didn't feel that she could tolerate it any higher than that at that point. The patient typically was at 8 volts. She noted that she usually just lowered the setting a little and turned off the device; she never had a problem when she turned it back on. The patient did not experience any falls or trauma and recharging had been normal at two times per week. She was at home and reported her status as "fair". The patient was encouraged to contact her health care professional. Additional information has been requested, a follow-up report will be sent if additional information becomes available.